Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, post deployment ivus revealed that the lca became stenosed from the aortic and native leaflet calcification. Patient factors (i.e. Protruding calcification at the upper side of the lca ostia and a lca ostium height of 8-9mm) in combination with procedural factors (i.e. S3 valve in an 80:20 a/v position as intended) may have caused or contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, post deployment of a 23mm sapien 3 valve images revealed a coronary artery stenosis a stent was deployed. There was a protruding calcification at the upper side of the left coronary artery (lca) ostia; toward the cusps. A pci balloon was placed in the lca for protection prior to bav. While performing bav with a 20 mm balloon catheter, the lca was patent when demonstrated with angiography. A 23mm sapien 3 valve was inflated with nominal volume. The s3 valve was deployed at 80:20 aortic/ventricular (a/v) and the upper edge of the stent was located at the same height of the protruding calcification. The angiography from the pigtail catheter in the aorta showed the lca fill slowly and indistinctly with imaging contrast. However, there were no abnormalities in the left wall motion and no change was observed on ECG. Ivus (intravascular ultrasound) demonstrated the lca ostia was covered with the native leaflet. The lca had become stenosed from the calcification on the aortic wall in combination with the native leaflet. Poba (plain old balloon angioplasty) was performed with the balloon inserted and the native leaflet moved. A coronary stent was placed in the lca, protruding from the left main trunk. After confirmation of the coronary flow with ivus and angiography, the procedure was completed. The aortic annulus diameter measured 21.3mm with mild leaflet calcification and moderate aortic root calcification by CT. The sinus of valsalva (sov) diameter measured 28mm. The height of the lca ostium measured 8.0-9.0 mm.